Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and pump error a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received broken force sensor was detected during seating or regular delivery alarm. The insulin pump was exposed to water before the alarm. The customer was unable to clear the alarm. The device is not expected to be returned for analysis.